Manufacturer narrative:
(B)(4).

Event description:
I am getting a "transmitter failed". Or "transmitter error", "transmitter alert".

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Corrected b5 statement with correct verbiage and updated with correct serial number.